Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported that the patient's hip was dislocated with pain, wearing a brace on knee to prevent hip from popping out again. The patient was revised.